Manufacturer narrative:
The instructions for use (IFU) for the gore® dryseal flex introducer sheat states, adverse events that may occur and / or require intervention include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a descending thoracic aortic pseudoaneurysm and was implanted with a gore® tag® conformable thoracic stent graft with active control system. During advancement of a gore® dryseal flex introducer sheath within the right femoral artery it was reported the sheath could not be advanced due to calcification. Percutaneious angioplasty was performed however the sheath was still unable to be advanced. The sheath was removed and access was then created at the level of the right external iliac artery without issue. Deployment of the device was performed without issue. Final angiography imaging revealed there were small dissections at the distal right common iliac artery and at the origin of the right external iliac artery. The procedure was concluded without further treatment. The patient tolerated the procedure.

Manufacturer narrative:
Added conclusion code. Updated b1.